Event description:
The complainant stated the bed will not go into trend. It will rise to the top and he hears humming.

Manufacturer narrative:
The account has not completed repairs. A follow up report will be sent once the customer discloses their investigation.